Manufacturer narrative:
This report has been confirmed to be a duplicate of report number 3014862188-2021-02465, hence is a cancelled report as it does not require a submission of its own.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false negative result. Positive pcr and rapid. Symptomatic.